Event description:
Procedure: lap chole. According to the reporter: the jaws locked on tissue and would not release. The surgeon tore the tissue trying to pull the device off the cystic duct.

Manufacturer narrative:
(B)(4). Initial report went to FDA on 08/11/2014.